Event description:
It was reported that during a knee arthroscopy case, the surgeon noted that the shaver blade and handpiece became very hot. It was noted that the pt received a small superficial burn on the pt's knee beside the portal. A different blade was obtained, and the procedure was completed. The blade was noted to be slightly bent, which most likely resulted from applying torque to manipulate the blade into a hard to reach area.